Event description:
During an endoscopic biopsy, the physician used cook endoscopy captura disposable biopsy forceps. Two biopsies were taken with the forceps. Upon removal of the forceps from the endoscope after the second biopsy, the user noticed one jaw of the forceps was missing. The jaw was found after the procedure in the rinse bowl of the endoscope reprocessing system. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Additional info: the info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The contact details for the cook facility in (B)(4) are: (B)(4). Our lab eval of the product said to be involved confirmed the report. One jaw of the forceps has broken from the distal end of the forceps. The jaw was not included in the return. The forceps will be returned to our approved forceps supplier to continue this product eval. A f/u MDR will be submitted within 30 days of receiving the completed product eval report from the forceps supplier. After a review of the device history record for the lot # said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use caution the user that the endoscope must remain as straight as possible when inserting or withdrawing the forceps. The instructions also direct the user that the forceps cups must remain closed during introduction into, advancement though, and removal from, the endoscope. If the forceps are removed from the endoscope with the jaws in the open position, breakage of one or both jaws can occur. Because the detached jaw was found in the rinse bowl (i.e., during cleaning of the endoscope between uses), the forceps jaw is not likely to have detached in a pt during use of this endoscope. Damage to the forceps can occur if the device received excessive pressure during advancement and/or removal from the endoscope. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments until it is visualized exiting the endoscope. This activity will aid in device preservation. Prior to distribution, all captura disposable biopsy forceps are subjected to a visual inspection and functional test to ensure device. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.